Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door handle was chipped on the tower door. A field service engineer replaced the door handle to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that the auxiliary tower door 2 of the medstationes was not opening. A nurse reported that they were pulling out some medications the issue started and confirmed that they managed to get the said medication from the pharmacy. There were no adverse events or injuries reported as a result of this incident.